Event description:
As reported via medical affairs, a patient with unknown medical history experienced in-stent restenosis approximately 4 years post implantation of two cypher stents. The patient received two unknown cypher stents in the rca during the index procedure. Information about this procedure was not available. Approximately 4 years later, the patient underwent a re-pci to treat 75-80% in-stent restenosis in the distal rca. To treat the restenosis, another unknown cypher stent was implanted in the distal rca overlapping one of the initially implanted cypher stents and the event resolved.

Manufacturer narrative:
The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without lot number information. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the limited information provided and without the products available for analysis, it is not possible to draw a conclusion about a clinical relationship between the devices and the event, nor it is not possible to determine what patient's restenotic event. However, there are no indications that the reported issue is related to the manufacturing process and no corrective actions will be taken.